Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported ¿pulling on the suture to tighten the knot, the whole suture came out for both prostyle sutures,¿ likely indicates a suture retrieval issue or a friable vessel based on the operational circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 12f sheath hole prior to a percutaneous coronary intervention. The sutures of two prostyle devices were successfully pre-placed. The coronary procedure was completed. Reportedly, post procedure, when pulling on the suture to tighten the knot, the whole suture came out for both prostyle sutures. Two other prostyle sutures were deployed and used to achieve hemostasis. The elderly patient was observed to be very sensitive and in pain which was not related to the prostyle devices. The patient was moving during prostyle deployment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 12f sheath hole prior to a percutaneous coronary intervention. The sutures of two prostyle devices were successfully pre-placed. The coronary procedure was completed. Reportedly, post procedure, when pulling on the suture to tighten the knot, the whole suture came out for both prostyle sutures. Two other prostyle sutures were deployed and used to achieve hemostasis. The elderly patient was observed to be very sensitive and in pain which was not related to the prostyle devices. The patient was moving during prostyle deployment. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.